Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient's garment straps are digging into the patient's sides and shoulder. The nurse confirmed that the facility where the patient is currently staying applied a protective dressing in the affected areas. There was no alleged device malfunction contributing to the irritation. Outcome of the skin irritation is unknown.